Event description:
Edwards received information that an annuloplasty ring, implanted in the mitral position for approximately three (3) months, was explanted due to dehiscence. The patient was hospitalized with hemodynamic instability, during hospitalization the diagnosis was hemolytic anemia and dehiscence of the ring due to tissue fragility. The ring was replaced with an edwards pericardial bioprosthetic valve with good result, and the patient was discharged. The surgeon indicates that there was nothing wrong with the subject ring, and that the event was due to patient conditions, tissue fragility.

Manufacturer narrative:
(B)(4). Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral valve repair. It may be related to the mitral valve repair prosthesis when there is a ¿jet¿ of blood flow created from a para-ring leak if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. In this case, the healthcare provider indicated that the ring dehiscence was related to patient's fragile tissue, and not to a device malfunction or quality deficiency. The explanted device was not returned to edwards for evaluation. No further action is required at this time, edwards will continue to review and monitor all events.